Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal and extraneal solutions (doses, frequencies, and lots not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) with the homechoice. On an unreported date, the pt experienced a break in aseptic technique described as did not wear a mask while performing pd and poor hand washing habits resulting in touch contamination which caused the peritonitis. On the same day the pt experienced the peritonitis, the pt was hospitalized for the event. Treatment for the peritonitis was not reported. Concomitant therapy was not reported. Two days later the pt was discharged from the hospital. At the time of this report, the pt was recovered from the peritonitis event. On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy. At the time of this report, pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.